Event description:
An a1114 infinity mayfield skull clamp was reported to have been involved in a slippage. The incident was described as follows; "the patient moved during surgery in flexion/extension rotational manner according to personal reports from neuro coordinator." Additional information received from the neurocoordinator on (B)(6) 2012: the patient was a child who was prepared for a cranio-cervical decompression for chiari malformation. The child was not repositioned at any time during the procedure when suddenly the childs' head moved. No injury was involved. The neurosurgeon has been doing procedures involving the mayfield skull clamps for years and it was felt that the slippage was due to the skull clamp not user error.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.